Manufacturer narrative:
UDI#: (B)(4). A full analysis of the data logs has been performed and concluded that the failure to import the patient folder on the planning station was due to a license generation issue. Not all the required options had been selected when generating the license on the planning station. Analysis showed that the event is confirmed.

Event description:
After the patient was fully detached post-surgery, the surgeon and the clinical representative (cr) were having trouble transferring the patient folder from the robot to the planning station. Before the case started the cr was able to transfer the patient folder to the robot without any issues. But was getting an impossible to load error when trying to transfer back to the planning station. The cr tried to go into the maintenance side and transfer that way, but no luck.